Event description:
The user facility reported a 78-year-old female requiring an impella cp device for mechanical circulatory support. It was reported that the patient had intermittent pulses of the right lower leg. The patient had a cold leg overnight and reperfusion sheath was placed from left to right to restore flow. No patient harm noted.

Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The impella cp device has not been returned for evaluation. Clinical details were not sufficient to determine a root cause. Therefore, the root cause of the issue could not be determined. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.